Manufacturer narrative:
(B)(4).

Event description:
It was reported by the parent that the pediatric patient experienced signal loss from the mobile device. On (B)(6) 2024, the patient was moving slowly and looking tired and pale while playing at the park. The parent reportedly stated that they did not receive any alerts, they just noticed signal loss when they checked the display device. The paramedics from the park first aid station performed a fingerstick and the blood glucose was 54 mg/dl. The parent injects 17 grams of medication, and the patient recovers after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in a perfect state. Attempts by technical support to contact the reporter to clarify the hypoglycemia reversal method were unsuccessful. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.